Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to extrusion of the electrode lead into the external auditory canal. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.